Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracy compared to the patient's blood glucose meter on (B)(6) 2013. Patient's parents treated patient with glucose and his numbers went back up. The patient's mother also reported insertion of the device in the back of the patient's arm. The device is not indicated for insertion in arm. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's mother reported that the patient was in excellent condition.